Event description:
It was reported by the rep that the device was used during a laparoscopic colostomy take down. It was reported the surgeon experienced gas leakage from the ten/twelve millimeter trocar. The surgeon inserted the following devices: tsb35 endo linear cutter, er320 endoscopic multiple clip applier and five millimeter grasper and scissor. The surgeon replaced with one seal and twelve millimeter trocar to complete the case. There was no consequence to the pt.